Event description:
Several episodes of noise were reported with an increase in thresholds and decrease in sensing. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.